Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of an afx2 bifurcated stent graft and an afx vela suprarenal on september 28, 2016. Approximately eight (8) years after the initial procedure, during a routine follow-up, a computed tomography (CT) scan revealed a type iiib endoleak. On october 8, 2024, the physician opted to explant the device. The patient's post-operative condition was reported as good.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx, type iiib endoleak of the proximal cuff and distal main body and the surgical conversion with explant is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an abnormal blood loss, a type iiib endoleak of the distal main body, aneurysm enlargement of 17.6mm, stent fracture of the proximal cuff, and proximal cuff migration of 32.3mm also occurred. The abnormal blood loss, additional type iiib of the main body, stent fracture, aneurysm enlargement, and proximal cuff migration were discovered during a review of a computed tomography (CT) scan. The index procedure was off-label with a neck length of 14mm (should be =15mm). It could not be determined if this contributed to the reported event. The device, user, procedure, or anatomy-relatedness of the complaint cannot be determined. Procedure-related harms were abnormal blood loss. The final patient status was reported as in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.